Event description:
The customer reported that a nurse found a pt who had disconnected the a-line and the nurse states no disconnect alarm sounded.

Manufacturer narrative:
The customer reported that in 2009, at 11:30 pm, this "confused" pt pulled/disconnected an arterial pressure transducer. Per the nurse(s), this supposedly occurred without the monitoring system generating an adequate alarm, neither for the disconnection of the transducer, nor for the missing pressure signals. As a result, the pt was bleeding into bed for a unidentified period of time ("several minutes"), without notice to caregivers. No info about pt's condition post incident is available. A delayed response to the pt can be considered to have occurred as caregivers were not immediately aware of the incident and did not immediately respond to condition of the pt. The available info indicates that several 'abp disconnect' alarms were shown at the associated central station. The clinical staff suspended alarming after the first three alarms, but the 4th alarm shows no acknowledgement in the logs. Philips has no information to indicate whether the reported missed alarm was during an alarm suspension. Philips is in the process of obtaining add'l info regarding this event and the complaint is still under investigation. A final report will be submiited once the investigation is completed.